Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during drain two of four. The home patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that the patient had improperly disconnected from the set and later reconnected to continue therapy. The technical service representative reviewed proper procedures with the caregiver and advised the caregiver to begin therapy again with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.